Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, headlight and fork detached from spring arm and were hanging only on the cables while the anesthetized patient was on the table ready for the procedure. No injury of the staff or patient was reported due to the incident. Following the event, the procedure was moved to another operating room. Based on the photographic evidence additional issue was detected, the paint was damaged with missing particles. We decided to report the issue in abundance of caution as detachment of headlight and fork may lead to serious injury in case of event reoccurrence and any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem, d1 brand name, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th march 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, headlight and fork detached from spring arm and were hanging only on the cables while the anesthetized patient was on the table ready for the procedure. No injury of the staff or patient was reported due to the incident. Following the event, the procedure was moved to another operating room. Based on the photographic evidence additional issue was detected, the paint was damaged with missing particles. We decided to report the issue in abundance of caution as detachment of headlight and fork may lead to serious injury in case of event reoccurrence and any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 10th march 2023 getinge became aware of an issue with one of our surgical lights ¿ volista triop 600. As it was stated, headlight and fork detached from spring arm and were hanging only on the cables while the anesthetized patient was on the table ready for the procedure. No injury of the staff or patient was reported due to the incident. Following the event, the procedure was moved to another operating room. Based on the photographic evidence additional issue was detected, the paint was damaged with missing particles. We decided to report the issue in abundance of caution as detachment of headlight and fork may lead to serious injury in case of event reoccurrence and any paint particles falling off into sterile field or during procedure may cause contamination. Previous d1 brand name: volista standop. Corrected d1 brand name: volista triop 600. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other . Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. On 10th march 2023 getinge became aware of an issue with one of surgical lights ¿ volista triop 600. As it was stated, headlight and fork detached from spring arm and were hanging only on the cables while the anesthetized patient was on the table ready for the procedure. No injury of the staff or patient was reported due to the incident. Following the event, the procedure was moved to another operating room. Based on the photographic evidence additional issue was detected, the paint was damaged with missing particles. We decided to report the issue in abundance of caution as detachment of headlight and fork may lead to serious injury in case of event reoccurrence and any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The most probable root cause of detachment of the light head is the loosening of the 3 retainer screws. During manufacturing all fixing screws are tightened with a torque wrench then the loosening of these screws remains unknown. The yearly preventive maintenance program documented in the technical manual 0175201, mentions to check the stability of the system in all positions. As this product is no longer supported, it has been decided to replace it by a volista standop light head. To avoid any similar issue the yearly preventive maintenance must be performed according to the manufacturer recommendations. All maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend performing corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 10th march 2023 getinge became aware of an issue with one of our surgical lights ¿ volista triop 600. As it was stated, headlight and fork detached from spring arm and were hanging only on the cables while the anesthetized patient was on the table ready for the procedure. No injury of the staff or patient was reported due to the incident. Following the event, the procedure was moved to another operating room. Based on the photographic evidence additional issue was detected, the paint was damaged with missing particles. We decided to report the issue in abundance of caution as detachment of headlight and fork may lead to serious injury in case of event reoccurrence and any paint particles falling off into sterile field or during procedure may cause contamination.